Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040351) in united states on 22-may-2015 who had essure (fallopian tube occlusion insert) lot number 403326 inserted on (B)(6)-2008. Consumer stated that she is scheduled for a hysterectomy to remove the essure implants due to excessive bleeding, clotting, back aches and fatigue. Hospitalization was mentioned as event outcome, but not specified and/or assigned to one of the events. Ptc investigation result was received on 29-may-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: lot number provided 403326 is invalid. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. The ae case refers to batch no. 403326 which is according to the rqu invalid. No valid batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither a valid batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 22-jul-2015: follow-up attempts have been completed, without response to date. Case considered closed. Follow-up received on 26-apr-2016: information received states that plaintiff had essure implanted in (B)(6) 2008. Subsequent to implantation with essure, she began to suffer from severe pelvic pain, extreme menstrual changes accompanied with blood clots, depression, skin irritation, weight gain, and severe back pain. She had to have a hysterectomy leaving only her ovaries as a result of essure. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding/ clotting. She had to have a hysterectomy according to follow up information and this case became legal. This event, interpreted as genital bleeding, is serious and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, limited information was provided, however considering the nature of the reported event causality with essure cannot be excluded. Also, non-serious events were reported. Upon receipt of follow up information through legal claim, it was informed that the planned hysterectomy was indeed performed. Therefore, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Quality safety evaluation received on 26-may-2016: (B)(4). Lot number invalid. In this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding/ clotting. She had to have a hysterectomy according to follow up information and this case became legal. This event, interpreted as genital bleeding, is serious and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In the present case, limited information was provided, however considering the nature of the reported event causality with essure cannot be excluded. Also, non-serious events were reported. Upon receipt of follow up information through legal claim, it was informed that the planned hysterectomy was indeed performed. Therefore, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Upon internal review it was noted that information from 2951250-2015-00633 was incorrectly submitted on 28-dec-2016.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5040351) on 22-may-2015. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the right side of uterus") and genital haemorrhage ("excessive bleeding/ clotting") in a (B)(6) year-old female patient who had essure (batch no. 62615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes". The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000 and (B)(6) 2001.), ectopic pregnancy, salpingectomy on (B)(6) 2008 and abortion. Concomitant products included anovlar (loestrin) in 2008 and medroxyprogesterone (depo provera) in (B)(6) 2008 for birth control. On (B)(6) 2008, the patient had essure inserted.on an unknown date, the patient started analgesics at an unspecified dose and frequency. On the same day, the patient experienced back pain ("back aches / severe back pain/ lower back pain"), the first episode of arthralgia ("joint pain"), abdominal pain lower ("severe throbbing cramps") and the second episode of arthralgia ("hip pain"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), depression ("depression"), skin irritation ("skin irritation"), weight increased ("weight gain"), menorrhagia ("heavy periods"), fallopian tube disorder ("I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes") and abdominal pain ("right abdomin pain "). The patient was treated with surgery (partial hysterectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, depression, skin irritation, weight increased, the last episode of arthralgia, fallopian tube disorder and abdominal pain outcome was unknown and the back pain, fatigue, menorrhagia and abdominal pain lower had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, fallopian tube disorder, menorrhagia, uterine perforation, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter considered back pain, depression, fatigue, genital haemorrhage, menstrual disorder, skin irritation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: approximate weight at the time of essure placement: 192 diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2008: 126/78 heart rate - on (B)(6) 2008: 70 pregnancy test urine - on (B)(6) 2008: negative on(B)(6) 2008 and (B)(6) 2008 patient had undergone an essure confirmation test transabdominal ultrasound. Quality-safety evaluation of ptc: in this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters, patient dob, height, historical conditions, concomitant diseases, product indication, lot no updated, onset and removal date, concomitant drug, treatment medication, new events perforation of the right side of uterus, heavy periods, joint pain, severe throbbing cramps, hip pain, I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes and right abdomin pain added. Outcome for the events back pain, fatigue, heavy periods, joint pain added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the right side of uterus/right coil "floating" as fallopian tube was not intact, right side of uterus, right abdomen and back,") and genital haemorrhage ("excessive bleeding/ clotting") in a 28-year-old female patient who had essure (batch no. 62615) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes". The patient's past medical history included multigravida, parity 3 (B)(6) 1998, (B)(6) 2000 and (B)(6) 2001. Ectopic pregnancy (left side), salpingectomy on (B)(6) 2008 and abortion. *she has had a laparoscopic ectopic pregnancy surgery on the left side with a salpingectomy of the left fallopian tube. The surgical procedure inserted the essure on the right and the left. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included anovlar (loestrin) since 2008 and medroxyprogesterone (depo provera) since july 2008 for birth control and analgesics for low back pain, cramp in lower abdomen and pain in hip. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced back pain ("back aches / severe back pain/ lower back pain"), arthralgia ("joint pain/hip pain") and abdominal pain lower ("severe throbbing cramps"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), depression ("depression"), skin irritation ("skin irritation"), weight increased ("weight gain"), menorrhagia ("heavy periods"), fallopian tube disorder ("I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes") and abdominal pain ("right abdomin pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, depression, skin irritation, weight increased, fallopian tube disorder and abdominal pain outcome was unknown, the back pain, fatigue, menorrhagia and abdominal pain lower had resolved and the arthralgia was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, fallopian tube disorder, menorrhagia and uterine perforation with essure. The reporter considered back pain, depression, fatigue, genital haemorrhage, menstrual disorder, skin irritation and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 192 diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2008: 126/78 heart rate - on (B)(6) 2008: 70 pregnancy test urine - on (B)(6) 2008: negative. Ultrasound scan - on an unknown date: misplaced essure devices x-ray - on an unknown date: possible abnormal placement of essure on (B)(6) 2008 patient had undergone an essure confirmation test transabdominal ultrasound. Transabdominal ultrasound examination: the ultrasound demonstrates a retroflexed uterus 8.0 cm in length x 5.6 x 5.7 cm. The endometrial stripe is 5 mm in thickness. Each ovary has normal appearance. Endo vaginal scanning was performed to better evaluate the endometrium. The endometrial scan demonstrates a normal bilaminar appearance to the endometrial stripe. Endometrial stripe measurement is 6.5 mm with this technique. No myometrial mass lesions are found. The uterine contents are smooth. The essure closure devices are not discernible either trans abdominally or endo vaginally. Each ovary has a normal appearance with small follicles. Impression: normal study pelvic ultrasound: uterus to measure 9.4 x 4.5 x 4.5 cm. The right ovary measures 3.4 x 3.3 x 2.1 cm. The left ovary measures3.1 x 2.5 x 2.2 cm. A transvaginal ultrasound was performed to better ascertain the alignment of the essure devices. On transvaginal ultrasound, the endometrial thickness is 6 mm. On transvaginal ultrasound, the left ovary measures 2.9 x 3.0 x 2.3 cm. The right ovary measures3.6 x 2.4 x 1.3 cm. There are no ovarian masses. On transvaginal ultrasound. The essure devices are visualized within the bilateral adnexa. And the proximal aspect of the essure devices are within the adnexa. Just adjacent to the uterus bilaterally. Impression: 1. Bilateral essure devices in gross alignment. 2. Normal endometrial thickness. 3. No adnexal mass. Improper essure placement by x-ray. Gross: uterus: 156 gm, 11.0 x 7.5 x 4.0 cm uterus and cervix (fundus-ectocervix, cornu-cornu, a-p) with associated bilateral fallopian tubes. The uterus has been previously opened along the anterior aspect. Right fallopian tube: purple 6.0 x 0.8 x 0.5 cm. The distal end is smooth, blunted, and fimbriae are not identified. The lumen ranges from pinpoint to 0.3 cm on sectioning. Located within the proximal aspect of the fallopian tube and contiguous with the cornu is a metallic coiled device measuring 2.5 cm long. Left fallopian tube: fimbriated, purple 1 0.5 x 0.6 x 0.6 cm. The lumen is pinpoint on sectioning. Located within the proximal aspect of the fallopian tube and contiguous with the cornu is a metallic coiled device measuring 2.8 cm long. The surface of the fallopian tube displays unilocular cysts measuring up to 0.9 cm in greatest dimension. Quality-safety evaluation of ptc: in this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Relevant lab data added. Patient was traeted with total laparoscopic hysterectomy with bilateral salpingectomy leaving her ovaries. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5040351) on 22-may-2015. The most recent information was received on 13-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the right side of uterus/right coil "floating" as fallopian tube was not intact, right side of uterus, right abdomen and back,") and genital haemorrhage ("excessive bleeding/ clotting") in a 28-year-old female patient who had essure (batch no. 626215-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes". The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2000 and (B)(6) 2001.), ectopic pregnancy (left side), salpingectomy on (B)(6) 2008 and abortion. *she has had a laparoscopic ectopic pregnancy surgery on the left side with a salpingectomy of the left fallopian tube. The surgical procedure inserted the essure on the right and the left. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included anovlar (loestrin) since 2008 and medroxyprogesterone (depo provera) since (B)(6) 2008 for birth control and analgesics for low back pain, cramp in lower abdomen and pain in hip. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced back pain ("back aches / severe back pain/ lower back pain"), arthralgia ("joint pain/hip pain") and abdominal pain lower ("severe throbbing cramps"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("fatigue"), menstrual disorder ("extreme menstrual changes accompanied with blood clots"), depression ("depression"), skin irritation ("skin irritation"), weight increased ("weight gain"), menorrhagia ("heavy periods"), fallopian tube disorder ("I should not have been implanted with essure in the first place because I did not have two healthy fallopian tubes") and abdominal pain ("right abdomin pain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, menstrual disorder, depression, skin irritation, weight increased, fallopian tube disorder and abdominal pain outcome was unknown, the back pain, fatigue, menorrhagia and abdominal pain lower had resolved and the arthralgia was resolving. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, arthralgia, fallopian tube disorder, menorrhagia and uterine perforation with essure. The reporter considered back pain, depression, fatigue, genital haemorrhage, menstrual disorder, skin irritation and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement: 192 diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2008: 126/78. Heart rate - on (B)(6) -2008: 70. Pregnancy test urine - on (B)(6) -2008: negative ultrasound scan - on an unknown date: misplaced essure devices x-ray - on an unknown date: possible abnormal placement of essure on (B)(6) 2008 and (B)(6) 2008 patient had undergone an essure confirmation test transabdominal ultrasound. Transabdominal ultrasound examination: the ultrasound demonstrates a retroflexed uterus 8.0 cm in length x 5.6 x 5.7 cm. The endometrial stripe is 5 mm in thickness. Each ovary has normal appearance. Endo vaginal scanning was performed to better evaluate the endometrium. The endometrial scan demonstrates a normal bilaminar appearance to the endometrial stripe. Endometrial stripe measurement is 6.5 mm with this technique. No myometrial mass lesions are found. The uterine contents are smooth. The essure closure devices are not discernible either trans abdominally or endo vaginally. Each ovary has a normal appearance with small follicles. Impression: normal study pelvic ultrasound: uterus to measure 9.4 x 4.5 x 4.5 cm. The right ovary measures 3.4 x 3.3 x 2.1 cm. The left ovary measures3.1 x 2.5 x 2.2 cm. A transvaginal ultrasound was performed to better ascertain the alignment of the essure devices. On transvaginal ultrasound, the endometrial thickness is 6 mm. On transvaginal ultrasound, the left ovary measures 2.9 x 3.0 x 2.3 cm. The right ovary measures3.6 x 2.4 x 1.3 cm. There are no ovarian masses. On transvaginal ultrasound. The essure devices are visualized within the bilateral adnexa. And the proximal aspect of the essure devices are within the adnexa. Just adjacent to the uterus bilaterally. Impression: 1. Bilateral essure devices in gross alignment 2. Normal endometrial thickness. 3. No adnexal mass improper essure placement by x-ray. Gross: uterus: 156 gm, 11.0 x 7.5 x 4.0 cm uterus and cervix (fundus-ectocervix, cornu-cornu, a-p) with associated bilateral fallopian tubes. The uterus has been previously opened along the anterior aspect. Right fallopian tube: purple 6.0 x 0.8 x 0.5 cm. The distal end is smooth, blunted, and fimbriae are not identified. The lumen ranges from pinpoint to 0.3 cm on sectioning. Located within the proximal aspect of the fallopian tube and contiguous with the cornu is a metallic coiled device measuring 2.5 cm long. Left fallopian tube: fimbriated, purple 1 0.5 x 0.6 x 0.6 cm. The lumen is pinpoint on sectioning. Located within the proximal aspect of the fallopian tube and contiguous with the cornu is a metallic coiled device measuring 2.8 cm long. The surface of the fallopian tube displays unilocular cysts measuring up to 0.9 cm in greatest dimension. Quality-safety evaluation of ptc: in this case, no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 13-sep-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 27-sep-2015 received via social media ((B)(6)): no new information. Follow-up received on 28-dec-2016 from lawyer: essure lot number was b27985 (expiration date apr-2016). Consumer returned for depo provera injections on (B)(6) 2014. She had the first hsg (hysterosalpingogram) on (B)(6) 2014 which revealed spillage from left tube. A second hsg on (B)(6) 2014 revealed partial patency of left tube. On (B)(6) 2015 spontaneous rupture of membranes occurred, and partial delivery of a footling breech. On (B)(6) 2015 obstetrician performed an assisted delivery of a double footling, stillborn female baby. As there had been no pulsations of the prolapsed umbilical cord, nor signs of life at birth, no attempt at resuscitation was made. The gestational age was in the (B)(6) week range. The baby had no gross deformities. Company causality comment: this spontaneous and non-medically confirmed case report refers to a fetus who was exposed to essure (fallopian tube occlusion insert) during pregnancy and suffered fetal demise. Upon receipt of follow-up information, it was clarified that no pulsations of the prolapsed umbilical cord nor signs of life at birth were present. The gestational age was in the (B)(6) week range, and the baby had no gross deformities. This event is unanticipated in the reference safety information for essure. In this particular case, the mother underwent two hysterosalpingogram tests after essure insertion which showed patency of left tube, and alternative contraception was initiated (see mother´s case). Therefore the pregnancy can be regarded as a failure also of the alternative contraceptive method. A series of complications of pregnancy were reported such as spontaneous rupture of membrane and placental abruption, which likely led to the fetal demise. This case was regarded as incident due to the serious injury and fatal outcome reported. Based on the initially available information, there was no reason to suspect a causal relationship to a potential quality deficit. Since lot number was reported on follow-up, an updated technical analysis is expected. Further information will be obtained through the litigation process.